Event description:
It was reported that bd insyte autog bc needle partially retracted. The following information was provided by the initial reporter: we had one instance here at xx with the 18g x 1.16inch insyte not retracting easily when the button on the insyte was pressed by the nurse. Additional information received on 7-jul-2025: when you pressed the button, did the needle fully retract? Slower than normal, leaving the needle exposed. Did the needle retract slower than normal? Yes, the needle retracted slower than normal when button pressed. Did the needle start retracting and then stop, leaving the needle exposed? The needle did start than stopped retracting leaving the needle exposed. Did the needle not move at all after pressing the button? No. The needle moved but did not easily retract. Did the button depress? Yes, slower than normal.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
The complaint of retraction issues was confirmed, and the cause appeared to be manufacturing related. Two representative 18g insyte autoguard devices were received in sealed unit packaging from lot #5028464. A functional test revealed that one needle was caught on the blood control valve, which delayed full retraction. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.